Event description:
It was reported the end user developed an allergic reaction (symptoms unspecified) around the stoma, under the device and, in the same location of an ongoing (B)(6) infection. Initially, the patient was advised by a nurse to treat the affected area with a protective powder (stomahesive) but no improvement was noted. The patient presented to his physician and was reportedly informed the allergic reaction occurred as a result of the infected skin. The patient was issued an unknown prescription ointment to treat the (B)(6) infection. Since using the ointment, the patient has noted improvement to the skin impacted by the allergic reaction. No further information was provided.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.